Manufacturer narrative:
H3:product analysis found that, the analysis of handpiece verified customer comments and noted that the skeeter handpiece arrived with a stuck and broken bur. Visually, the bur was broken in two parts when returned, and a clear tape was holding broken parts of the bur. The longer broken part/tip of the bur was stuck in the nose cone (nose cone part of the handpiece) when returned. The nose cone was also broken in two parts, and there were indentions/tool marks found on the broken nose cone. The overall length of the bur shall measure 3.850 +0.015/-0.010 inches and measured 1.044 inches from the proximal end of the broken nose cone to the broken point of the bur (for the longer part of the broken bur), while for the shorter part of the bur (with the shank) measurement was 0.560 inches from the proximal end of the shank to the broken point of the bur, which was out of specification. There were also traces of striation and discoloration found on the shank. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one bur stuck in handpiece and had broken tips. The other eight bur came in slots in sterilization tray. No known patient impact.